Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the essure implant') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included hypothyroidism since (B)(6) 2018, chronic diarrhea, urinary urgency, urinary frequency, fatigue, painful intercourse, ovarian cyst and menses irregular. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems/ pych injury"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine myoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with duloxetine and surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, menstrual disorder, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 patient received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: left ovary the uterus is retroverted with tiny fundal fibroids seen measuring 1.9cm and smaller with a total of three. Lot number: a47948. Manufacture date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event pain outcome was updated to recovered / resolved. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the essure implant') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included chronic diarrhea, urinary urgency, urinary frequency, fatigue, painful intercourse, ovarian cyst and menses irregular. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine myoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: left ovary the uterus is retroverted with tiny fundal fibroids seen measuring I.9cm and smaller with a total of three. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal bleeding, uterine myoma. Lot number: a47948. Manufacture date: 2012-09. Expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the essure implant') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included chronic diarrhea, urinary urgency, urinary frequency, fatigue, painful intercourse, ovarian cyst and menses irregular. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine myoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: left ovary the uterus is retroverted with tiny fundal fibroids seen measuring I.9cm and smaller with a total of three.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal bleeding, uterine myoma quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical record received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea(cramping), uterine myoma, she didn¿t undergo an essure confirmation test. Outcome of event pain was updated. Concomitant drugs, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the essure implant') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included hypothyroidism since (B)(6)2018, chronic diarrhea, urinary urgency, urinary frequency, fatigue, painful intercourse, ovarian cyst and menses irregular. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("persistent pelvic pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6)2013, the patient experienced depression ("depression / psychological or psychiatric problems") and anxiety ("mental anguish"). On (B)(6)2013, the patient was found to have uterine leiomyoma ("uterine myoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, menstrual disorder, depression, anxiety, dysmenorrhoea and uterine leiomyoma outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2013: left ovary the uterus is retroverted with tiny fundal fibroids seen measuring 1.9cm and smaller with a total of three.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal bleeding, uterine myoma. Lot number: a47948. Manufacture date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) outcome updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.